Event description:
It was reported that the patient experienced myocardial infarction and was treated with 2 stents. Assessed to have been potentially related to elevated blood levels of chromium and cobalt.

Manufacturer narrative:
As of today, additional information has been requested for this complaint but has not become available. The device batch/lot details have not been received therefor no thorough manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. This is a complaint submitted from the (B)(6) study reporting adverse event #1 for subject (B)(6). Adverse event #1 on (B)(6) 2016 (8½ years post implantation) states "myocardial infarction - 2 stents placed" this is documented as possibly related to the elevated metal ions. There are no universally accepted criteria for what constitutes a toxic cobalt level, nor are there consistent guidelines surrounding the measurement of cobalt in whole blood, serum or erythrocytes. The definitive treatment for implant related cobalt toxicity is revision. No revision has taken place at this time. The subject completed the study on (B)(6) 2018 and reported no problems with his prosthesis. Based on the available information, from the clinical study of the mildly elevated metal ion levels, the myocardial infarction with two stents implanted, is not likely related to a systemic effect of blood metal ions considering the low co and cr levels reported and the lack of study device complaints. Additionally, a revision has not been performed. It cannot be concluded that the clinical findings are associated with the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.